Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a pump delivered three times the medication than what the pump was programmed to infuse. There was no patient harm reported.

Manufacturer narrative:
.